Event description:
Patient required intubation. Prior to intubation, cuff leak test performed by rt and provider. Balloon appeared to be in good working condition. Positive breath sounds and good color change with etc02 monitoring. Successfully intubated with a #8.0 ett but within 10-20 breaths via bvm noted large air leak due to balloon cuff losing volume. Attempted to inflate again with no success. Ett removed and replaced by anesthesia provider. Reported as moderate event and moderate intervention of care.